Manufacturer narrative:
D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. A scratch was noticed on the lens after implantation. Lens remains implanted. There are no plans for secondary intervations to the eye. Additional information has been requested but none has been forthcoming.